Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported severe cough. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously marked h10 incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in section b.2, device name was updated in section d1, phone number was added in section e1, consumer and foreign was marked in g.2. The report should have been sent for product problem only in section b.1.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An visual inspection was performed by the manufacturer. The manufacturer found dust contamination throughout the airpath and on/in blower. The device's downloaded event log was reviewed by the manufacturer and found error code e-50 . The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The maufacturer confirmed the presence of contamination in the airpath. Section d9, g3, h6 has been updated / corrected.